Event description:
It was reported that a pt had a problem with a catheter. It was stated that "pooling" of dye occurred near the catheter anchor. A revision was performed, during which one or more holes were found in the catheter near the anchor. The spinal section of the catheter was revised and connected to the existing catheter. The medication being delivered via the device system was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.